Manufacturer narrative:
The event occurred on an unspecified date "in the last 2 weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. This issue was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between april 26, 2019 and april 28, 2019. The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak coming from the spike port weld in back of the bag was identified. Additional magnified inspection revealed a small tear/hole at the spike port weld in back of the bag where the leak occurred. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.